Event description:
It was reported that during polypectomy procedure the polyp was cut with an indwelling snare which caused bleeding. There was no delay in the procedure and no patient injury reported and no further treatment required. Reportedly, the bleeding occurred to some extent but not enough to turn the endoscope screen bright red. The prognosis was ¿stable". After cutting the polyp high frequency snare was used to cauterize the affected bleeding site and thus stop the bleeding. No organ ruptured. The blood vessel at the bleeding site ruptured.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to fields (b5, d4-lot number, d9, h3, and h4). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to excessively pulled that occurred during the procedure. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure when a loop was put on a polyp using a single use ligating device, the loop broke and the patient started bleeding. As a result, a high frequency snare was used and cauterized the bleeding site wherein the bleeding stopped, and the procedure was completed. There were no health hazards reported to the patient. The device was inspected before use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.